Manufacturer narrative:
Two corrections were made to section g in order to further explain when the pump was received by the manufacturer: section g2: user facility and health professional were both added. Section g3: 1/26/2024 entered as receival date.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/4/2024: the pump was tested with the testing protocol for upstream occlusion alarm. The pump's event log was pulled as part of the investigation and upon review it was noted that there were several upstream occlusion alarms in the infusion history, 28 in total, as reported by the end user. This can be seen by the alarm code "e04". The review of the event log did highlight several abrupt power offs were found in the log. An abrupt power off can be seen below on event lines 1, 2 and 3 by the "log_event_on" code without an "log_event_off" code before it: upon review of the case, the initial complaint code given should have been, "3uos2: up occlusion sensor - does not alarm when occlusion occurs", which is MDR reportable. The initial code has since been changed to reflect this information and the reportability awareness date has been updated. A 100 ml infusion was ran on the pump, using the pump's current parameters of 2.2 ml per hour. The infusion successfully completed and the pump alarmed upstream occlusion as designed when the line was clamped. The pump did not show upstream occlusion without alarming, not confirming the reported condition by the end user. An audio sound was made every time the pump alarmed "upstream occlusion" as designed. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue was not found, device not performing to specification. The corrections made in this submission were: section a was updated to include the patient involved's information. Section b3 was updated to correct the event date to 1/8/2024 section b5 the event description was corrected to reflect the accurately reported event and complaint code. Section h11 was updated to include the correct initial complaint code and the reason for the reportability to change. The date of analysis completed was updated as well.

Event description:
Infutronix received a report that a pump would show "upstream occlusion" on the screen, but no alarm went off and no visible kinks were found in the pump's tubing. No patient harmed. Device was returned on 01/26/2024 for evaluation.

Event description:
Infutronix received a report that a pump had an upstream occlusion sensor - constant nuisance alarm issue. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was returned on 01/26/2024 for evaluation. Detail of the evaluation can be found in section h of this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/1/2024: the pump's event log was pulled as part of the investigation and upon review it was noted that there were several upstream occlusion alarms in the infusion history, 28 in total, as reported by the end user. This can be seen by the alarm code "e04". See complaint in question for detail of the event log. The review of the event log did highlight several abrupt power offs were found in the log. An abrupt power off can be seen below on event lines 1, 2 and 3 by the "log_event_on" code without an "log_event_off" code before it. See complaint in question for detail of the event log. The MDR reportability of the complaint has been upgraded to "yes" after the discovery of the abrupt power off in the pump's event log history, which is MDR reportable. Reported issue found, device not performing to specification. Two capas had been opened in order to fully investigate and address the root causes of the reported events.